Manufacturer narrative:
The customer's device is no longer eligible for repair due to its age. The customer's device was not returned to stryker for investigation. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. This issue may prevent the device from providing therapy if it were needed. There were no adverse consequences to the patient as a result of the reported event.